Event description:
After making the initial incision, the surgeon visualized a silver colored residue around the wound.

Manufacturer narrative:
At the beginning of an arthroscopic knee procedure, the surgeon made a small incision with the surgical blade and visualized what appeared to be a silver colored residue around the wound. He touched the surgical blade and a piece close to where it attaches to the handle broke off. The surgeon excised a 1mm area to remove the silver colored residue and closed the incision with sutures. This is a bard-parker carbon rib-back blade from aspen surgical products, inc and is a component in a custom surgical pack. They have been notified of this incident and the sample has been sent to them in order that they may conduct an investigation and determine if any corrective action is indicated.